Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported resistance and damage was unable to be confirmed. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that a conclusive cause for the resistance and damage could not be determined as it was unable to be confirmed on the returned products. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the ht supra core instruction for use states: prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged wires. Using a damaged wire may result in vessel damage and/or inaccurate torque response.

Manufacturer narrative:
(B)(4). Concomitant product: guide catheter: guideliner; stent: absolute pro sess. Use after damage. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 6.0 x 60 absolute pro referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a heavily calcified and 95% stenosed superficial femoral artery. A supracore guide wire was placed in the lesion; however, it was noted that the core of the guide wire was damaged. A 6.0 x 60 mm absolute pro self-expanding stent delivery system (sess) was advanced over the guide wire; however, at the damaged area, the sess became stuck and could not be moved forward or back. The devices were removed as a single unit and outside the anatomy it was noted that the sess was damaged and the stent had partially opened. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.